Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / perforation (other) please describe and state the location of the perforation: left sided coil perforated left fallopian tube / perforation (fallopian tube(s)) right left fallopian tube secondary to essure"), device expulsion ("migration of essure device location of device: endometrial canal") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, stomach discomfort and asthma in 2007. Previously administered products included for an unreported indication: orth eva method from 2002 to 2004, birth control pills from 2004 to (B)(6) 2007 and depo-provera shot from 2003 to 2004. Past adverse reactions to the above products included contraception with birth control pills, depo-provera shot and orth eva method. Concurrent conditions included throat pain, knee pain, menses irregular, depression, menorrhagia, menometrorrhagia, ear pain, cold symptoms, nasal congestion, muscle pain, sore throat, dizziness since (B)(6) 2009, nausea, head pain, general body pain, fibromyalgia, tenderness muscle, migraine, pelvic pain female, dyspnea, photophobia, dysmenorrhea, dyspareunia, foot pain, breast mass, spinal pain, type ii diabetes mellitus, hypertriglyceridemia, allergic rhinitis, cerebrovascular accident, body mass index normal, breast mass since (B)(6) 2015 and type 2 diabetes mellitus since (B)(6) 2014. Concomitant products included ibuprofen (motrin) for pain as well as axotal (fioricet) since 2006, bupropion (wellbutrin) since (B)(6) 2013, cyclobenzaprine hydrochloride (flexeril) since 2015, cyclobenzaprine since (B)(6) 2013, gabapentin (B)(6) 2013 to (B)(6) 2016, paracetamol (tylenol), pregabalin (lyrica) from (B)(6) 2016 to (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2013, trazodone since (B)(6) 2013 and warfarin sodium (coumadin) since 2004. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pruritus generalised ("rashes or skin conditions type: overall itchiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2008, the patient experienced nausea ("nausea"), weight increased ("weight gain / loss (specify which one) weight gain") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dental caries ("dental problems: tooth decay") and sensitivity of teeth ("dental problems: dental sensitivity"). In (B)(6) 2008, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced fibromyalgia ("neurological conditions or problems type: fibromyalgia"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (unilateral salpingectomy - left only and hysterectomy with bilateral salpingectomy.), and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dental caries, fibromyalgia, allergy to metals, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and sensitivity of teeth outcome was unknown, the vaginal haemorrhage, pruritus generalised, migraine, headache and dyspareunia had resolved and the nausea and back pain was resolving. The reporter considered allergy to metals, alopecia, back pain, dental caries, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pruritus generalised, sensitivity of teeth, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy in date of removal (B)(6) 2014 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2009: confirmed placement of essure devices. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Events added from pfs- perforation (other) please describe and state the location of the perforation: left sided coil perforated left fallopian tube, perforation (fallopian tube(s)), migration of essure device location of device: endometrial canal, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: overall itchiness, migraines / headaches, dental problems: dental sensitivity / tooth decay , nausea, neurological conditions or problems type: fibromyalgia, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: blurry vision, fatigue, weight gain and hair loss, back pain. Date of insertion change from (B)(6) 2005 to (B)(6) 2008. Concomitant disease and drug, historical drug, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove the device") in a female patient who had essure (ess205) inserted for birth control. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.